Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 172611 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 172611, test base part number 195-430h/ lot 167264. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 172611 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported an unconfirmed false negative result with the binax now covid-19 antigen self test performed on (B)(6) 2022 with a nasal swab sample. Repeat testing was performed the same day and generated positive results. The consumer was symptomatic stating that they did not feel well. No additional patient information, including treatment and outcome, was provided.